Event description:
The patient reported a possible infection to the physician approximately five days prior to admission. The patient was advised to present to the local emergency room for evaluation and later transfer to a hospital, as the patient resides approximately four hours from the treating facility. The patient presented to the emergency room on (B)(6) 2026. Imaging was performed on (B)(6) 2026, and upon further review, it was determined that pump removal was the best course of action due to disease progression with tumor spread to the lung. The physician also reported that the pump was eroding through the skin, and with progression of the disease, this was the reason for removal. The pump was explanted on (B)(6) 2026. Infection was not confirmed. The explanted pump is being disposed of per hospital protocol.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, the physician reported that the pump was eroding through the skin and, in conjunction with progression of disease, determined that explantation was the most appropriate course of action. The device was explanted. Based on the available information, no device malfunction has been confirmed. Erosion and infection are known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.